Event description:
Following a fall or some other form of trauma, the pt experienced intermittent stimulation. The lead/extension site and the stimulator/extension site were palpated. The pt reported feeling the intermittent surging in her right lower extremities. The pt was at the clinic. X-rays were done and all components looked fine. Impedances were checked. Readings of greater than 4000 ohms were found on all or some of the bipolar pairs. The impedances could not be run any higher than 1.5 volts because the pt couldn't tolerate the stimulation. Question marks were also recorded in the impedance results. The test was run 3 times. Additional info has been requested from the health care professional, a f/u report will be sent if additional info becomes available.